Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. The field service engineer confirmed the technical error code from the device logs. He found that the safety valve pull magnet's electrical contact was possibly not connected in locked position to the pneumatic back-plane contact. The safety valve was replaced as a precaution and was returned for investigation. The evaluation of received device logs confirms the reported technical error code and stop of ventilation on (B)(6) 2022, the reported date of event. It also occurred on april 15, but the date of event will be kept. No pre-use check safety valve test had failed. The returned safety valve pull magnet was installed in the reference ventilator. Several pre-use checks and extra safety valve tests passed, and simulated use test ventilation ran for one week without any deficiency noted. A failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. The conclusion is that the reported problem was confirmed in received device logs, but could not be reproduced during the investigation. A loose contact may have caused the problem, but this could not be confirmed.

Event description:
Manufacturer's ref. #: (B)(4).